Manufacturer narrative:
Section b3: event date is estimated. Section b5: multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that the patient computed tomography scan showed remote left posterior cerebral artery distribution infarction.